Event description:
It was reported to boston scientific corporation that on (B)(6) 2010, following a successful pelvic floor repair procedure using a pinnacle duet pfr kit performed on the same day, the patient awoke and complained of severe pain in her left hip and left buttock. The patient remained hospitalized until (B)(6) 2010, at which point the physician reoperated on the patient to remove the anterior portion of the pinnacle duet. The physician then used a boston scientific pinnacle anterior/apical pfr kit to recorrect the anterior portion. The posterior portion of the pinnacle duet still remains implanted in the patient. Following this corrective surgery, the pain in both areas resolved completely. The patient was given narcotics (type and length unknown) and is reportedly "fine" following the reoperation, without further complications.

Event description:
It was reported to boston scientific corporation that the physician stated that the location of the patient's pain was also the location where he had struggled to place the mesh leg during the initial procedure.

Manufacturer narrative:
The complainant indicated that the anterior portion of the pinnacle duet pfr kit was disposed and the posterior portion of the pinnacle duet pfr kit remains implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Manufacturer narrative:
"Describe event or problem" has been updated with additional information.